Manufacturer narrative:
All available information was investigated, and the reported flattened sgc soft tip was confirmed via device analysis. The reported failure to advance could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, reported failure to advance sgc was likely related to the patient¿s pre-existing anatomy. The reported flattened sgc soft tip was likely a result of procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, flail, atrial septal protrusion tumor, soft and floppy septal leaflet, dilated left atrium. A steerable guide catheter (sgc) was inserted without issues. However, the sgc was unable to advance through the atrial septum. It was noted that this was likely due to the patient's pre-existing atrial septal protrusion tumor. Therefore, the sgc was pulled back, and it was observed that the soft tip of the sgc was flat. Therefore, the sgc was removed and replaced. A new sgc was inserted, and the procedure was continued. One clip was implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, flail, atrial septal protrusion tumor, soft and floppy septal leaflet, dilated left atrium. A steerable guide catheter (sgc) was inserted without issues. However, the sgc was unable to advance through the atrial septum. It was noted that this was likely due to the patient's pre-existing atrial septal protrusion tumor. Therefore, the sgc was pulled back, and it was observed that the soft tip of the sgc was flat. Therefore, the sgc was removed and replaced. A new sgc was inserted, and the procedure was continued. One clip was implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.